Event description:
It was reported, the patient's first implant disintegrated inside the patient. It was noted, the device "literally disintegrated inside the patient" and "fell apart literally". It was logged, the doctor "almost fainted when he was running the thing over the patient and put the patient in his car and took the patient to the hospital for replacement."

Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3587a, lot# l75868, implanted: 2000 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type :programmer, patient. Product ID: 3587a, lot# l75868, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their stimulator "disingrated" in their body and was defective. The patient had to be rushed to have therapy removed because of the pain they were in and they couldn't get the stimulator to work. It was reported that it was a sudden change in therapy/symptoms. It was mentioned that the first stimulator was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3587a, lot# l75868, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer with 2018-07-26. It was reported the patient¿s first stimulator had a defect and had to be replaced. It was leaking inside of the patient and the patient was feeling electrical jolts. The ins was replaced (B)(6) 2006. No further complications were reported/anticipated.